Event description:
It has been reported to the co that the occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician placed the first stent. The physician placed a second stent in the vessel and during post dilitation of the stent the occlusion balloon was noticed to have deflated. The device was removed and replaced with another to complete the case. The pt is reported to be fine.